Event description:
A malfunction was reported with a customer's insulin pump. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.